Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net with stored episodes of ams due to far r waves falling into refractory. Atrial max sensitivity was increased and the patient continued to be monitored with routine follow-up.